Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient received dialysis treatment and was subsequently admitted to a hospital ("initial admission"). Two days after the initial admission the patient was given dialysis treatment and was found to have experienced a cardiac arrest allegedly caused by the product administered for dialysis treatment. The patient expired as a result of the cardiac arrest twelve days after the initial admission to the hospital.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00083 and 1225714-2016-00084. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Sections b3 and b5 has been updated with corrected information. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00083 and 1225714-2016-00084. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that that while in the medical center the patient underwent dialysis treatment and experienced a cardiac arrest subsequently expiring 10 days later, which is alleged to have been caused by the product administered to the patient for dialysis treatment. It was also noted that the patient was initially admitted to the medical center and had hemodialysis treatment two days prior to the onset of the event though the cause of the patient's initial admission was not reported.